Event description:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Philips received a complaint on the dfm100 indicating that the device showed "therapy is disable" after startup. Device was not in clinical use at the time of event. There was no patient involvement at the time the issue was discovered. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Analysis was performed by customer only. Based on the results of the analysis provided by customer, the product was confirmed to be operating per specifications, and the cause of the reported problem could not be determined. The issue was resolved by doing the self-test again. A review of the service history for this device shows that the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Analysis was performed by customer only. Based on the results of the analysis provided by customer, the product was confirmed to be operating per specifications, and the cause of the reported problem was use error. The issue was resolved by doing the self-test again. A review of the service history for this device shows that the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Philips received a complaint on the dfm100 indicating that the device showed "therapy is disable" after startup. Device was not in clinical use at the time of event. There was no patient involvement at the time the issue was discovered.the efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.